Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion and displayed an air-in-line alarm. The patient was connected during this event and was receiving packed red blood cells (prbcs) at the rate of 150ml/hr with a standard blood tubing (unspecified). An alarm for "max air volume" occurred during transfusion and when the infusion was due to finish, approximately 75 ml remained in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/25/2025. Additional information: h11: the device was evaluated on-site. A review of the event history log identified a single "max air detected" alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.